Event description:
Procedure type: lobectomy. According to the reporter: the device was properly loaded with tristaple reload. The device jammed prior to cut and suture the main bronchus. The device partially fired. The surgeon used a new device (echelon power) of the competitor j+j. No pt harm. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/25/2014.

Manufacturer narrative:
(B)(4).